Event description:
It was reported that the patient presented remotely via Merlin.net. It was reported that the low voltage lead exhibited under sensing of atrial fibrillation (AF) due to the present atrial nominal settings. No changes or interventions were reported. The patient was in stable condition.

Manufacturer narrative:
Primary unique device identification (UDI) number is not available as product information was not provided.